Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant there was noise on the atrial channel through the implantable pulse generator (ipg) due to a possible defect of the atrial port grommet seal. The physician noted blood and fluid coming out of the grommet. There was no noise through the analyzer. The device was not implanted and another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that there was foreign material in the connector, and the grommet was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.